Event description:
Patient was seen and hospitalized for intrathecal baclofen overdose. Patient had undergone a catheter revision that day and 6 hours post op presented for treatment of overdose. It was determined the pt received an additional dose of 520 mcg of baclofen due to failure to consider the drug remaining in the catheter prior to administration of the post catheter revision bolus. Use of physostigmine protocol was discussed. Physician elected to not start this protocol at the time of the call. Pt recovered from the event without sequela. Pt was last seen in 8/2002 and is doing well post surgery. Dose was reduced from 300 to 200 mcg and pt is at normal lucidity and doing well.